Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with an m31 air detected in cassette warning alarm during dwell 1 of treatment. The patient was connected during the incident. Fluid was seen and the patient was advised to pass their hand under the cycler door to see if they felt anything wet and they did. The patient was advised to cancel the treatment and disconnect and leave the cycler door open overnight to dry. The patient was advised if they had any issues to call back if there were any issues. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) stated the patient reported a fluid leak was discovered during tx complete - step 9 remove cassette of treatment when opening the cassette door as treatment was cancelled. The pdrn stated the patient reported a cycler alarm during dwell 1 of treatment and treatment was cancelled. The cassette door was opened and fluid was discovered in the pump module area and on the external of the cassette. It was unknown if he film on the back of the cassette was loose. Fluid leaked out from under the cassette door area. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) and was to perform manuals on the night of the reported event to allow for the cycler cassette area to dry. No patient adverse effects were experienced, and no medical intervention was required. The patient has since resumed treatment using the cycler without further issue. The pdrn stated the cycler set (cassette) used was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with an m31 air detected in cassette warning alarm during dwell 1 of treatment. The patient was connected during the incident. Fluid was seen and the patient was advised to pass their hand under the cycler door to see if they felt anything wet and they did. The patient was advised to cancel the treatment and disconnect and leave the cycler door open overnight to dry. The patient was advised if they had any issues to call back if there were any issues. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) stated the patient reported a fluid leak was discovered during tx complete - step 9 remove cassette of treatment when opening the cassette door as treatment was cancelled. The pdrn stated the patient reported a cycler alarm during dwell 1 of treatment and treatment was cancelled. The cassette door was opened and fluid was discovered in the pump module area and on the external of the cassette. It was unknown if he film on the back of the cassette was loose. Fluid leaked out from under the cassette door area. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) and was to perform manuals on the night of the reported event to allow for the cycler cassette area to dry. No patient adverse effects were experienced, and no medical intervention was required. The patient has since resumed treatment using the cycler without further issue. The pdrn stated the cycler set (cassette) used was no longer available to be returned for investigation.